Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicmo13.2 implantable collamer lens and the lens was damaged while injecting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.